Manufacturer narrative:
According to the customer, on (B)(6) 2023 a reaction was noted after placing skin affix after an excision of a breast mass. The reaction was described as redness and rash from axilla to mid arm. It was reported that due to this, keflex and benadryl were prescribed. It was reported that the individual is now "stable". A sample was requested to be returned for evaluation.it has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Reaction requiring antibiotics and benedryl.